Event description:
It was reported that the device exhibited oversensing isolated to the discrimination channel. No known intervention was performed. The patient was stable without any adverse events.